Event description:
Patient presented with 26mm neck diameter, moderate neck angulation, 15mm neck length, 110mm renal to bifur, severe tortuostiy >90º (off-label) in iliac vessels. Patient implant of a 28-16-135bl bifurcated device, two 28-28-75l proximal extensions, and a 16-16-55l limb extension on (B)(6)2010. The proximal most 28-28-75l landed below the renals, and the procedure was completed with no endoleaks noted. The next day, the patient had a left limb occlusion, which required a fem-fem bypass to resolve. Two months later, the patient developed a proximal type I endoleak. On (B)(6)2010, a 28-28-95rl suprarenal extension was placed, which resolved the leak.

Manufacturer narrative:
Additional device info:model: 28-28-75l,lot#: w10-1338-013,exp date: 05/01/2013.review of lot records/work orders, prior reports. No issues were noted. Use of device with tortuosity of >90º is off-label.